Event description:
Customer reportedly received results of 335 mg/dl and 78 mg/dl within 10 minutes on the aviva plus system. Customer reported low blood glucose symptoms with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.

Event description:
Customer reportedly received results of 335 mg/dl and 78 mg/dl within 10 minutes on the aviva plus system. Customer reported low blood glucose symptoms with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.